Event description:
It was reported that over-sensing was observed on the right ventricular (rv) lead. Abbott technical support confirmed the event and no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.